Event description:
Our vascular access team attempted to flush a "bard powerpicc" [peripherally inserted central catheter] that had been placed 24 hours earlier, with no luck. The rn was not able to flush the PICC or have blood return once accessing the PICC line. Patient had a right humerus x-ray, which showed the PICC catheter double looped on itself at the patient's mid humerus. Patient underwent a PICC underwire exchange in interventional radiology without issues, which fixed the double loop.